Manufacturer narrative:
A field service representative performed testing and investigation at the user facility. During testing, it was found the 3 prongs in the device ac receptacle were charred. The probable cause could not be determined. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
During testing at the user facility, it was noted the 3 prongs in the device ac receptacle were charred. Prior to testing, the device was returned to the biomedical department for an unspecified reason. No tracking information was provided therefore, specific patient information, device programming or, event details were not available. There were no reported adverse patient events or delays in critical therapy while the device was in clinical use. No additional information was provided.